Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion area was located in the left anterior descending artery. A 1.50mm rotalink burr and rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the burr twined with the guidewire outside of the patient's body. Consequentially, the procedure was cancelled. There were no patient complications reported and the patient was stable.